Event description:
The user facility reported during the surgical procedure, the vitrectomy cutter stopped cutting properly. There was no pt injury.

Manufacturer narrative:
Eval completed. One 25ga vitrectomy cutter was returned in a plastic zip lock bag with a bl522w pack label from lot# v3791 wrapped around it. The tip protector was in place, as it should be. However, the needle was bent. The port window was in the opened position with no visible debris inside. There was fluid in the aspiration line. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter will not aspiration and therefore cannot cut. Further testing found that it was the cutter that was clogged and not the tubing. The cause of the blockage cannot be determined as there was evidence of use. The cutter cannot function properly in this condition. The sterilization and lot history records were reviewed and found to be acceptable.